Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As the physical inspection and functional testing of the device did not duplicate the user's reported issue, a potential cause of the problem cannot be determined. The device was returned unrepaired to the customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested with multiple test scopes and a video processor and the reported problem was not duplicated.

Event description:
A user facility reported to olympus that the scope would not lock and the image would not display on the monitor due to the issue. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.